Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily tortuous and moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the mid left anterior descending artery. The 2.25x12mm rx trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated however the balloon ruptured during the first inflation at 6 atmospheres. The bdc was removed and replaced with another balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.